Manufacturer narrative:
(B)(4). There may be cases where the leaflets are not functioning as intended, leading to regurgitation. Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Often, moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. In this case, the explanted device was not returned to edwards for analysis. There can be several root causes of leaflet immobility or leaflet restriction; however, without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 25 mm bioprosthetic mitral heart valve was explanted after eight (8) days due to severe mitral regurgitation, secondary to the leaflets not coapting. As reported, the patient was under observation post-implantation and was not performing well. An echo was performed which revealed the leaflets were not performing well, coaptation was not well, and there was severe mitral regurgitation. The valve was removed and a 25 mm device was used in replacement. The patient is listed as hospitalized in stable condition.

Manufacturer narrative:
Device evaluation: suture track indentations were observed on the free margin of leaflet 2 and on leaflet 3 near commissure 3. This indicated the suture was looped around commissure 3. Suture holes were observed around the sewing ring. X-ray demonstrated wireform intact. Valve appeared in the same condition as in the image provided by the customer. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of central regurgitation was visually confirmed due to observed suture loop. Report of paravalvular leak could not be confirmed through visual observations. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. In both cases, the suture loop led to regurgitation which required subsequent intervention. Suture loop, or tying a suture around the strut, is a known operative complication of mitral valve replacement. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordate entrapment. Implant techniques to minimize suture loop include the following. Maintain tricentrix deployment until all annular sutures are tied. If leaving the holder and handle in place obstruct your view, tie the sutures adjacent the each stent post before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. Based on the information received and device evaluation surgical technique contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: echocardiography review impression: echocardiography was received and reviewed by specialist (consultant). On initial imaging, there is both 2+ central and 2+ paraprosthetic (paravalvular) mitral regurgitation following bioprosthetic mitral valve replacement. The cause of central mitral regurgitation is not evident on the echocardiographic images. On later imaging (presumably after re-do mitral valve replacement), there is only trace central and no paravalvular mitral regurgitation.

Manufacturer narrative:
Added date to date received by manufacturer, was not submitted with follow up MDR # 2 report number 2015691-2017-03895.

Manufacturer narrative:
The explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received additional information that this device was explanted due to severe central mitral regurgitation, the leaflet not coapting, and paravalvular leak at the 7 o'clock position. As per surgeon response, the annulus was heavily calcified and lead to paravalvular leak due to a stitch cutting through. The patient expired on pod 2+, due to unknown reasons.